Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error and keypad anomaly. The customer was able to clear and rewind the insulin pump. The customer was able to passed the displacement test. The customer stated that insulin pump error reoccurring, no magnetic thing nothing changed on his work area or office been traveling with the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.